Event description:
The customer reported pipettor carryover test failed three times involving the unicel dxi 600 access immunoassay system. The customer stated controls were within range and continued to operate the instrument. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the sample probe and resolved the reported issue. The fse verified alignments and adjustments. The fse primed the system and verified there were no fluid leaks. The fse calibrated the pressure sensor and completed a successful carryover test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the sample probe. A definitive root cause is unknown. (B)(4).